Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged breast cancer while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, breast cancer that is related CPAP device's sound abatement foam. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, they observed a significant layer of dust-like contamination throughout the front/ui panel, top enclosure, rear panel, and bottom enclosure. They also noted an unknown brownish substance on the bottom enclosure, as well as a ring of unknown contaminant around the iso port. A light dust-like substance was found on the back of the front panel, with a potential hair-like fiber observed on the rear panel. Similar light dust-like substance and another potential hair-like fiber were noticed on the bottom enclosure. Additionally, they observed a light whitish layer of dust-like contamination on the blower and blower seal. They found one of the blower isolators underneath the blower, along with a clip from the supplied filter. Potential mineral deposits and dried liquid spots were identified on the bottom of the blower and inside the blower box. Furthermore, a keratin-like substance was observed on the blower box outlet. There was no evidence of degradation or breakdown of sound abatement foam. The manufacturer also confirmed that the base unit provided airflow using a known good power supply and power cord. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination and unable to address the patient's symptoms in this report, section h6 has been updated.

Manufacturer narrative:
Additional information was received on jun 09, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, breast cancer that is related CPAP device's sound abatement foam. Additional information was received about the allegation of visualization of particles. Medical intervention was not specified. Section b7 and e1 has been updated in this report.